Manufacturer narrative:
This report is submitted on february 9, 2021.

Event description:
Per the clinic, the patient developed a hematoma at the implant site. The fluid was aspirated on (B)(6) 2021. Clinical management of the patient is ongoing. The implanted device remains.